Event description:
A 3500 was received stating that some time in 2004 the tip of a se electrode broke off into a pt during a shoulder repair and was retrieved. (Per phone conversation with the user facility contact the facility states that there was no pt harm due to this adverse event).